Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged unknown malfunction issue was verified, but the touch screen resolution issue could not be verified.

Event description:
It was reported that an unspecified malfunction alarm occurred. Additionally, it was reported that the pump touchscreen had a "backlit black screen". A replacement pump was sent to resolve the issues. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.